Manufacturer narrative:
This report is being filed to provide additional information in h10. Investigation : the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. According to aabb technical manual 16th edition, adverse events seen at the time of donation or those reported later average about 3.5% of donations. Reactions that need medical care after the donor has left the donation site are seen in 1 in 3400 donors. Investigation is in process. A follow up report will be provided.

Event description:
The customer stated that they are unable to provide donor (patient) information.

Manufacturer narrative:
Root cause: a definitive root cause for the reported adverse events could not be determined. Possible causes for citrate reactions include but are not limited to ac management during the procedure, and/or donor sensitivity to anticoagulant. Possible causes for the alleged vasovagal reaction include but are not the donor's sensitivity to the procedure.

Manufacturer narrative:
Lot number and expiry information are not available at this time investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a donation procedure, a donor experienced loss of consciousness (loc). The loc lasted approximately 90 seconds and the donor was not recovering after an hour, so the md on call had the staff call ems to transport to the ed for hydration. The donor was released from the ed after one bag of IV fluids. Patient (donor) information is not available at this time. The disposable set is not available for return because it was discarded by the customer.